Event description:
It was reported that during a routine device replacement procedure, shock impedance measurements for this right ventricular (rv) defibrillation lead were 45 ohms with the lead connected to the previous device. Upon connection of the lead to the replacement cardiac resynchronization therapy defibrillator (crt-d), low out of range shock impedance measurements ranging from zero to 16 ohms was observed in triad configuration. Shock impedance measurements of 53 ohms were obtained when the lead configuration was reprogrammed to rv distal coil to can. The procedure was completed and this product remains implanted and in service. No adverse patient effects were reported.